Manufacturer narrative:
Device was used for treatment, not diagnosis. Gauger, e., hill, b., lafferty, p., cole, p. (2015). Outcomes after operative management of symptomatic rib nonunion. Journal of orthopedic trauma, volume 29, no. 6, pp. 283-289. This report is for unknown synthes rib matrix plates / unknown quantity / unknown lot. UDI #: unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: gauger, e., hill, b., lafferty, p., cole, p. (2015). Outcomes after operative management of symptomatic rib nonunion. Journal of orthopedic trauma, volume 29, no. 6, pp. 283-289. The purpose of the study was to observe and report the outcomes of rib reconstruction after painful nonunion. The study was conducted between november 2007 and may 2013 and included 10 patients (9 males and 1 female) with 16 rib nonunions. The mean age of the patients was 43.2 years (range 23-57 years). Patients were implanted with synthes locking plates from the rib matrix system. The following complications were reported: one patient developed a wound infection which was resistent to antibiotics and required irrigation and debridement. Patient later elected to have the hardware removed 1 year postoperatively after which reported complete symptom resolution. This is report 1 of 1 for (B)(4). This report is for an unknown synthes rib matrix plate.